Event description:
Home patient (hp) reports leak at patient connector of homechoice set noted during prime of apd treatment. Hp reports did not reprime line. Hp reports that restarted with new supplies before continuing treatment. No pt injury or medical intervention required per hp.